Event description:
The following was reported through a review of the article titled, "is the interventional glaucoma paradigm reflected in real-world practice? Insights from istent combined with cataract surgery (2010¿2022)". Reportedly following trabecular microbypass stent system procedures in one hundred eight-four (184) operative eyes, there were six (6) cases of postoperative ocular hypertension of which one (1) case required a trabeculectomy and five (5) cases required medication. Additional information was not available through follow-up. This report references the iop increase associated with the g2-w device.

Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the devices or the way they were was used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2026-00054 for the case of iop increase associated with the g2-m-is device. Please reference report 2032546-2026-00055 for the case of iop increase associated with the gts100 device.